Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer did not require assistance from a third party. Technical support instructed the customer through several troubleshooting steps, including disconnecting and reconnecting tubing and delivering boluses. The resolution involved the customer replacing supplies as necessary and resuming insulin therapy.